Event description:
The customer reported that when starting the exam, x-ray stopped being exposed and the system displayed a precharge voltage error message. The system could not be rebooted afterward. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The system battery pack was replaced. The system was then found to be operating as intended.